Event description:
This case was assessed as non-serious based on initial info reported by a physician to a sales rep on (B)(6) 2012 and upgraded to serious based on additional info received from a licensed practical nurse (lpn) on (B)(6) 2012: a (B)(6) female pt received poly-l-lactic acid (sculptra aesthetic) (lot #2a1044 and expiration date june 2014) mixed with 10cc of bacteriostatic water+ 2cc of lidocaine (xylocaine 1%) and "epi", a total of two vials in nasolabial folds, temples, marionette lines, cheek lines and jowl area on (B)(6) 2012, for cosmetic purpose. The pt started with itching, tingling and burning under skin within few minutes after the injection. The burning tingling and hives would come and go but would appear if the pt touched her face. She also developed welts and hives to chin and under eye area followed that evening and lasted several weeks along with facial swelling. She has one nodule on the right temple in the bony area of her face which is visible and still there; the size of the nodule was less than 5 mm. There were signs of inflammation in all lesions together. There was no evidence of a systemic process developed after the injection, and no biopsy was performed. She was treated with methylprednisolone (medrol) dose pack and saline injection. The pt only received one dose of the therapy. The outcome of the events was ongoing. The lpn suspected the events were related to the medication. No other medications and disease states have played a role in the pt's events. The pt has no history of immunological or collagen-vascular disease and has fitzpatrick skin type ii. No further relevant info provided. Additional info was reported by a physician to a sales rep on (B)(6) 2012: additional events were added. No further relevant info was provided. Additional info for sculptra aesthetic (lot # and expiration date unk) from product technical complaint report case ids (B)(4), received by (B)(4) on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in u.s. And not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052, batch a2053 and batch a2054. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Conclusion: no investigation possible. Additional info received from an lpn on (B)(4) 2012: the consumer's demographics, injection areas, indication and lot number and expiration date of the therapy were provided. The size of the injection site nodule, and events of facial swelling, itching, and medication error were added. Corrective treatment, concomitant medications, and medical history were reported. No further relevant info provided.